Manufacturer narrative:
(B)(4). The customer returned one 18 ga introducer needle and arrow raulerson syringe (ars) for analysis. Signs of use were observed on the needle. Visual analysis of the needle revealed two cracks in the needle hub. The introducer needle was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned 18 ga introducer needle was attached to the returned arrow raulerson syringe (ars). The ars was unable to draw and aspirate water. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a cracked needle hub was confirmed by complaint investigation. Visual analysis revealed cracks in the needle hub. During functional testing, the ars could not properly draw and aspirate water with the returned needle attached. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The reported needle hub was confirmed to be made prior to implementation of corrective actions. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" (B)(6) 2025, the patient underwent ultrasound-guided right thoracentesis and drainage. After the puncture was in place, gas was aspirated. Upon withdrawing the introducer needle, a crack was observed on the needle hub. The changed a new one." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "on (B)(6) 2025, the patient underwent ultrasound-guided right thoracentesis and drainage. After the puncture was in place, gas was aspirated. Upon withdrawing the introducer needle, a crack was observed on the needle hub. The changed a new one." There was no medical intervention required. The patient's current condition is reported as "fine".